Event description:
Report received from the us stating that the "blessings were falling out". The device was not used in surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event could not be duplicated. The event was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).